Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was "over 300 mg/dl." No adverse event reported. Return of the suspect device was requested for evaluation.